Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report the patient had a broken sensor wire. Approximately one hour after insertion the patient experienced a failed sensor. Upon removal of the sensor the patient's mother noticed that the sensor wire did not seem as long as normal and thinks there may be a fraction remaining under the patient's skin. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).